Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper teeth are not even in the back on both sides. Requested additional information, bite video to evaluate bite. Patient is also being supported for tooth discoloration on #31. They were advised to see their dentist to evaluate but has not gone.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.